Event description:
A report was received stating a ventilator generated a breath delivery (bd) unit error. There was no report of patient involvement. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the customer reported issue. The cse replaced the breath delivery (bd) unit printed circuit board (pcb), which resolved the reported issue. The ventilator passed electrical safety, calibrations, short self tests (sst) and extended self tests (est).